Event description:
The consumer reported at the refill before last (in (B)(6) 2015), the hcp was "too rough" during the refill and manipulated the pump so much that the muscle surrounding the pump hurt for a really long time. The hcp had a hard time finding the refill port. At the last refill ((B)(6) 2015), the patient showed the assistance how to do the refill, and she was able to do it without too much force. The indications for use were non-malignant pain and failed back surgery syndrome. The concentration, dose, and lot number of the morphine being delivered by the system were unknown. Actions and interventions taken to resolve this issue were unknown. The patient&#62688;outcome was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-safe state;low batt;pain and (B)(4)-pain around pump site.

Event description:
Additional information was received from a consumer reported no steps were taken to resolve the refill difficulties that caused discomfort and pain. The refill difficulties were no resolved, and the patient had been unable to find a doctor to manage the pump.

Event description:
Additional information received from the healthcare professional (hcp) indicated that the cause of the pump refill difficulty was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_refill needle, serial# unknown, product type: accessory. (B)(4).

Event description:
It was reported the patient went in for a refill and the physician "grabbed the pump in her stomach with both hands to lift it up" because they were having issues filling it. It was "sticking and hurt for days afterwards around the pump". The patient was uncomfortable at the site of the pump. The patient did not want to take a bolus so she wouldn't get used to them. The pump was delivering morphine. The cause of the event, interventions, troubleshooting and patient outcome was not reported. If additional information is received, a follow-up report will be sent.